Event description:
Rtt just finished a routine check when the ventilator circuit alarmed/malfunctioned and indicated "equipment failure - exhalation valve malfunction" on the display screen. Device component failure.